Event description:
The homecare provider reported the following: (1) in 4/1998, the quick connect froze open on the c31ll after a pt filled a portable unit from the c31ll. (2) the contents of the c31ll leaked from the quick connect. (3) no injury occurred.

Manufacturer narrative:
During eval, co was unable to duplicate the reported problem. Eval involved filling a portable unit from the c31ll approximately 10 times without incident. There were no visible indications of vapor or liquid oxygen lekaing from the unit. The unit passed all functional tests. The unit has been returned to the customer. As concluded in the 1st medwatch submission, user error contributed to this malfunction by not following proper instructions for use.